Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as broken out under both breast areas, with itching and welts. The patient reported a known nickel allergy and pre-existing rosacea. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydrocortisone & aquaphor for the rash. Follow up indicated that the rash improved.